Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was trying to charge her transmitter in between her sensor change. Customer stated that she is not getting any flashing lights on her charger when she connects the transmitter. Customer stated there is no flashing lights on the transmitter when she disconnects form the charger. Customer did not get any flashing lights when she connected her transmitter to her test plug. Customer was advised that a replacement charger will be sent. Customer's blood glucose was 435 mg/dl customer stated that she will treat via the insulin pump. Customer declined troubleshooting for high blood glucose and sensor glucose vs. Blood glucose issue. Customer later called back to report that the new charger resolved the issue.